Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device (explant date) information. Further information was requested but not received.

Event description:
It was reported that the patient experienced an infection. Reportedly, there was inflammation and suppuration. As such, surgical intervention took place wherein the entire system was explanted to address the issue. Reportedly, the issue has resolved now. Date of explant is unknown.